Event description:
The customer stated she was hospitalized for low blood glucose and the reading was 20 mg/dl. The customer stated she was using the sensor and the insulin pump never gave her an alert indicating that her blood glucose levels were low. Troubleshooting was performed and found that the customer was treating her blood glucose levels based on the sensor glucose readings. Also found that the customer was not calibrating the sensor at the proper times. Advised the customer about the proper way to use the sensor with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.